Event description:
(B) (4) crm received information that this right ventricular (rv) lead became dislodged 11 weeks post implant. The patient is post heart transplant and it was noted that the donor heart was large. This rv lead was not long enough to reach the patient's rv apex, a longer lead was successfully implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.